Event description:
Subsequent to the initial MDR, additional information was provided on 5/28/2026. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2026 at 12:05 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 10 ½ days and ended due to expiration on (B)(6) 2026. There were no bg calibrations attempted during the sensor session. On (B)(6) 2026 the egvs went below the low threshold at 4:31 am and an urgent low soon alert was triggered with an audio volume of 30%. The app then experienced a signal loss event that lasted almost 5 hours during which there was no connection and therefore no alerts. The cause of the signal loss could not be determined. The data contains numerous signal loss events throughout the entire sensor session for unknown reasons. Data was provided for investigation. The root cause of the customer¿s experience was undetermined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. On (B)(6)2026, the reporter stated the patient was hospitalized with dka due to an unspecified ¿issue with the continuous glucose monitor¿. No other patient or event details were available, including details regarding the cgm device¿s behavior, patient symptoms, treatment details, or length of hospitalization. Attempts to reach the reporter for further event information were unsuccessful. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.